Event description:
It was reported to vyaire medical that the ltv 1200 ventilator had low peep (positive end-expiratory pressure) and low volumes. The peep was set at 10 and reading 1 while the volume was set at 500 and reading in the 100's. At this time, there is no information regarding patient involvement associated with the reported event. Bill to: (B)(6). Ship to: (B)(6).

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.